Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional info from importer report: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced chronic pain, small graft dehiscence posterior vaginal wall, recurrent vaginal stenosis requiring pelvic floor physical therapy, small bowel obstruction, mixed urinary incontinence, voiding dysfunction, levator spasm status post multiple operations for posterior vaginal wall mesh erosions, vaginal scarring/adhesions, rectal bleeding, abdominal hernia repair with lysis of adhesions.

Manufacturer narrative:
(B)(4).